Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation restarts itself over and over. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the burned. The customer complaint was not reproduced. There was 5 error has been identified. The device was scrapped